Event description:
Subsequent to the initial medwatch report, the following clarification was received: it was reported that venotomy closure of the right common femoral vein was successfully performed using proglides after an ablation procedure using 8fr and 8.5fr sheaths. Reportedly, the patient returned 14 days post procedure, with swelling in their right leg. A puncture site angiogram was taken and indicated stenosis. Balloon dilatation was completed, and the patient is under observation. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, the pre-close technique was not performed. It should be noted that the perclose proglide instructions for use states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The reported patient effect of occlusion is is listed in the proglide instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices and is a known inherent risk of the procedure. A conclusive cause for the reported patient effect of swelling and the relationship to the product, if any, cannot be determined. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h1: product problem was inadvertently selected on initial report when event was coded 2993. H6: device code 2993 removed.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Estimated date: na.

Event description:
It was reported that this was a venotomy closure of the common femoral vein using a proglide after an ablation procedure using an 8fr sheath. Reportedly, hemostasis was achieved with the proglide device; however, the patient returned with swelling of their legs. A puncture site angiogram was taken and indicated stenosis. Balloon dilatation was completed, and the patient is under observation. No additional information was provided.

Event description:
Subsequent to the last medwatch report, additional information was received via article: "percutaneous treatment for venous stenosis caused by a vascular closure device." Although the article implicates a relationship of stenosis with the proglide closure device, previous follow-up with the physician confirmed that the patient symptom was not vein stenosis, but deep venous thrombosis (dvt) which was not related to the proglide device. No additional information was provided.

Manufacturer narrative:
Attachment: article titled - "percutaneous treatment for venous stenosis caused by a vascular closure device."

Manufacturer narrative:
Analysis will not be required as additional information was received indicating there was no device malfunction or adverse event associated with this device.b1/h1: additional information was received in b5 that there was no device malfunction or adverse event related to the proglide. H6: patient codes 4577, 4559, 2422, 4607, 4641 removed device code 2017 removed. Type of investigation code 3331 removed. Conclusion code 22 removed. H10: addtl mfg narrative updated.

Event description:
Subsequent to the last medwatch report, additional information was received: it was confirmed that there was no lifted intima. The patient symptom was not a vein stenosis as originally reported, but a deep vein thrombosis (dvt), occurring two weeks post procedure. According to the physician the proglide worked as intended and the dvt was not related to the proglide device. No additional information was provided.

Event description:
Subsequent to the last medwatch report, additional information was received: upon deployment of the foot of the first proglide, the foot pulled up and lifted intima of the vessel back wall [tissue damage] resulting in the angiostenosis [occlusion]. The second proglide was used without complication. No additional information was provided.

Manufacturer narrative:
B3, d10: estimated date. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of occlusion and tissue damage (vascular injury) are known inherent risks of the procedure. The patient effects of occlusion and tissue damage (vascular injury) are listed in the proglide instructions for use (IFU), as potential adverse event associated with use of the suture mediated closure devices. It was reported that the sheath size was 8.5f with only one device used. It should be noted that the proglide IFU, states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, hemostasis was achieved. A conclusive cause for the reported patient effect of swelling and the relationship to the product, if any, cannot be determined. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.